Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high and unstable capture threshold. It was also noted that the helix would not deploy despite attempting several times. The lead was removed and replaced. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.